Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. While his dexcom cgm was reading 5.1 mmol/l on (B)(6) 2023, he started feeling dizzy and felt his muscles contract. The patient decided to perform a comparative fingerstick measurement which revealed a blood glucose meter value of 2.2 mmol/l. The blood glucose value of 2.2 mmol/l was confirmed by a second measurement. The patient then reported feeling very faint and almost lost consciousness. Because he had no strength, the patient was assisted by his wife who treated him with an aa drink (oral dexsol). After a short while, the patient began to feel better and his condition stabilized. The patient was stable at the time of contact the following day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.